Manufacturer narrative:
H3: analysis found functionally, both inner and middle assemblies would rotate freely. The blade was placed into the handpiece with no issues with fitment. The settings were placed on 7,500 rpm in oscillating mode. During use, the blade exhibited vibration/wobble, as the customer reported. A concentricity gauge was used on the inner shaft, and the hub was found to be eccentric to the inner shaft. H6: fdc d14; fdr c20; fdm b17 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is same event as regulatory report #: 9612501-2021-00647. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that while the doctor was first navigating, he complained of the blade vibrating during a (fess) functional endoscopic sinus surgery. A second blade was opened with the same lot number and it continued to have vibration issues. Both devices had contact with the patient. A third blade was opened with a different lot number, and the product worked without issues. There was a five minute delay from the procedure. There was no patient impact.